Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high defibrillation thresholds on the high voltage coils. It took three shocks to cardiovert the patient¿s ventricular tachycardia (vt)/ ventricular fibrillation (vf). The physician attributed the high defibrillation thresholds to the rv lead being in the anterior position of the right ventricle. The high voltage coils were capped leaving the pace/sense portion of the lead in use. A new high voltage lead was implanted. No further patient complications have been reported as a result of this event.